Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image when the scope is changed was confirmed. In addition, it was noted the battery was depleted and the top cover had a flaw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, no image while using visera pro video system center. The device was inspected prior to the therapeutic and diagnostic procedure. The procedure was completed and there was no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by corroded scope socket. It is likely the scope connector contacts corroded due to fluid ingress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet equipment could cause the image to flicker or disappear. Do not touch the electrical contacts inside the video system centers connectors. Otherwise, the equipment may be damaged.¿ olympus will continue to monitor field performance for this device.